Event description:
It was reported that the user experienced hyperglycemia for approximately three hours while using the ilet with an inset infusion set placed on the left lower back and a dexcom g7; the highest cgm reading displayed high and a capillary glucose was reported at 495 mg/dl after a meal dose was announced and delivered, and the caregiver noted initiation of a new medication the same day. Symptoms included no reported clinical symptoms. Outcomes included caregiver decision to administer subcutaneous insulin by pen and temporarily disconnect from the ilet until blood glucose stabilized, with no hospitalization or medical intervention beyond home management. Investigation included troubleshooting education with verification that the infusion cannula was not bent and counseling that certain medications can elevate blood glucose, along with guidance to consult the prescribing clinician. Investigation of this case revealed no device alarms and no observed infusion set failure, with the event consistent with hyperglycemia of unclear cause that could be influenced by concomitant medication or user-specific factors. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.